Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clamping down on a large duct the device would not clip or clamp and it kept spitting out clips. A different device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.